Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was experiencing high blood glucose. Customer blood glucose level was 33.2 mmol/l. Customer's current blood glucose level was 8.4 mmol/l. Customer had treated high blood glucose with insulin pump. Trouble shooting was performed. Customer was not reporting symptoms related high blood glucose. Customer reported insulin pump was not alarming for bolus not delivered and retainer ring was cracked. The reservoir was able to lock in place. Customer was using insulin pump within 48 hours of reported high blood glucose event. Auto mode feature was active at the time of incident. The insulin pump will be returned for analysis.